Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was intended to be implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm on (B)(6) 2019. The shape of the patient's blood vessels is good, and the aortic neck length is approximately 25 mm. The diameter of the common sacral artery was approximately 10 mm on the right side, and approximately 12 mm on the left side. No calcification was reported. It was reported that during the index procedure, the physician found it difficult to insert the device into the patient. It was noted that the patient's blood vessels were blocked. It was also reported that the physician suspected that the hydrophilic layer of the stent graft delivery system was not smooth. To avoid damaging the patient's blood vessel, the physician decided to remove the device and replace it with another stent graft. The replacement device was successfully inserted and the event was resolved. The cause of the event, as per the physician, is unknown. It was confirmed that hydrophilic activation was performed before the device was implanted into the body, and that no abnormalities with the device were found. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary; a kink was observed 9.5cm from the graft cover tip at the end of the stent stop. The taper tip was curved. There was no further damage observed to the device. A 0.035-inch guidewire was loaded via the luer and advanced; resistance was encountered at the kink site. The guidewire was loaded via the taper tip; resistance encountered at the kink site. The reported event was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.